Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article entitled "no clinical benefit of titanium nitride coating in cementless mobile-bearing total knee arthroplasty". Literature article "no clinical benefit of titanium nitride coating in cementless mobile-bearing total knee arthroplasty" by ruud p. Van hove, richard m. Brohet, barend j. Van royen, peter a. Nolte published by knee surgery sports traumatology arthroscopy doi 10.1007/s00167-014-3359-9 was reviewed. The article purpose: to evaluate whether tin coating of cocrmo tkp improves the postoperative outcome of cementless mobile-bearing tka. The article reports: 51 patients received tin coated prostheses and 50 patients received depuy lcs complete knee systems. There was no difference between the two groups in vas score, kss, revision rate, range of motion of the knee, knee circumference and knee skin temperature. Cement was not used in the depuy group. No patella component was used in all knees. 7 revision surgeries were performed in the depuy control group. 2 for aseptic loosening of the tibial component, 1 for deep infection, 1 for patellar resurfacing, and 3 for limited knee flexion. Loosening will not be coded for due to insufficient information. Depuy products involved: lcs complete knee system. Complications: infection (1), medical device site joint movement impairment (3), surgical intervention (7).